Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, nausea / vomiting, inflammatory response, kidney disease/toxicity and liver disease/toxicity. Medical intervention was not specified. The device was returned to the third party service center for evaluation. During servicing of the device, damaged lcd screen was found. There was no evidence of foam particles. The device has been repaired.